Event description:
A screw tap-3.2ao broke during it's insertion to the pt's ulna. The surgeon drilled a hole to the pt bone prior to tap insertion. He believed that leaving the broken piece would prevent further damage to the bone and should not have adverse effects to pt's recovery. Since the tool material is not an implantable grade stainless steel, later removal may be necessary as clinically indicated.

Manufacturer narrative:
Device malfunction. Device returned to MFR. Device is not implantable grade material and was not removed from pt. Future pt intervention may be necessary based upon reaction to material.